Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6)). The event log file contained approximately ~10 hours of information on (B)(6) 2025 (6:42 to 16:11 per timestamp). A backup battery fault alarm activated at 13:54:42 due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The alarm briefly cleared for a multitude of ~3 second intervals during the times that additional load tests were being performed; however, the alarm re-activated each time due to the battery not passing the load test again. The controller¿s ability to operate the pump was unaffected by the backup battery fault alarm, and the pump maintained within the expected speed range without issue. Multiple attempts were made to obtain information regarding the potential return of the product, but no response was received. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook explain how to troubleshoot the system controller, including backup battery fault alarms. Section 6 of the patient handbook explains how to properly take care of and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had continual emergency backup battery (ebb) faults. It appeared that the ebb was not passing the load test. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6)). The event log files captured a backup battery fault alarm on 30may2025 due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The alarm briefly cleared for a multitude of ~3 second intervals during the times that additional load tests were being performed; however, the alarm re-activated each time due to the battery not passing the load test again. Ultimately, the backup battery fault alarm activated and remained active throughout the remainder of the log files, after the additional load tests were being performed. The driveline was disconnected on 30may2025. This is consistent with the reported system controller exchange. No other notable events were observed. The controller¿s ability to operate the pump was unaffected by the backup battery fault alarm, and the pump maintained within the expected speed range without issue. The system controller, serial number (B)(6), was returned for analysis in unremarkable condition. The controller underwent functional testing and was able to support a mock circulatory loop without issue. The reported alarms were not reproduced during testing. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventive action was initiated to investigate backup battery faults. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook explain how to troubleshoot the system controller, including backup battery fault alarms. Section 6 of the patient handbook explains how to properly take care of and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.